Event description:
It was reported that the a physician stated no, they did not agree that they were able to successfully place the foley catheter in a patient because it was the doctor who placed this probe in an online survey in relation to biocath foley catheter preconnected to a bardia 2l bedside bag, standard length, 3ml, french size 12.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The device was not returned.

Event description:
It was reported that the a physician stated no, they did not agree that they were able to successfully place the foley catheter in a patient because it was the doctor who placed this probe in an online survey in relation to biocath foley catheter preconnected to a bardia 2l bedside bag, standard length, 3ml, french size 12.